Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional pro code selection that applies to the indication of this device <nhl, pjs>.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure for an unknown reason. The current location of the device remains unknown. No additional adverse patient effects were reported, and no additional information was available.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional pro code selection that applies to the indication of this device <nhl, pjs>.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure for an unknown reason. The current location of the device remains unknown. No additional adverse patient effects were reported, and no additional information was available. Additional information indicates that the deep brain stimulation (dbs) patient underwent an explant due to battery has reached end of service. It was reported that the patient received an elective replacement indicator (eri) notification approximately one month prior to the procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional pro code selection that applies to the indication of this device <nhl, pjs>.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure for an unknown reason. The current location of the device remains unknown. No additional adverse patient effects were reported, and no additional information was available. Additional information indicates that the deep brain stimulation (dbs) patient underwent an explant due to battery has reached end of service. It was reported that the patient received an elective replacement indicator (eri) notification approximately one month prior to the procedure. Additional information received indicating the explanted device was not released in accordance with facility policy; therefore, it will not be returned.